Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that the patient¿s doctor wasn¿t going to touch the device because ¿the patient gaining weight wasn¿t a good enough reason to fix the issue¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was burning at the ins implant site. The burning was occurring daily. The patient said a rep told her it was due to weight gain. Additional information received from a manufacturer representative (rep). The rep said that she met with the patient on (B)(6) 2019 for reprogramming. The patient didn't mention anything about a burning sensation at the battery site. The rep said they set new programs for the patient and she seemed satisfied with the programs. No further complications were reported.